Event description:
It was reported that the wake button is becoming unresponsive. Reportedly, the customer has to press the button multiple times for it to respond. There was no adverse impact to customers blood glucose level related to the reported issue.